Event description:
It was observed during the device evaluation, that the subject device had minor dents on the distal edge. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the findings is component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.